Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0u13b, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor stimulation. It was reported that the patient had their lead and ins replaced. The rep stated that the replacement was due to an assault in (B)(6) 2017. The rep stated that the healthcare provider (hcp) indicated to the rep that they believed the assault caused the lead to be broken and to have caused an issue with the impedances. All impedances were out of range after the assault. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID - 3889-28, lot# va0u13b, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.